Event description:
It was reported that 20 days after implantatin of a taxus express2 3.0x32mm drug eluting stent, an in-stent thrombosis occurred. During the initial procedure, a complex lesion was located in the right coronary artery (rca) a pre intervention stenosis of 100% was reported. The lesion was pre-dilated and a 3.0x32mm taxus stent was deployed in the lad. A post-intervention stenosis of 0% was reported. The patient received plavix, integrillin and angiomax during the procedure. The lesion was not calcified. The patient was reported to have tolerated the procedure without complications. The patient presented 20 dys after the initial procedure with a 100% occluding thrombosis located in the proximal rca. A thrombectomy was performed with an angiojet and 3.0x24mm and 3.0x32 taxus stents were deployed in the proximal and mid rca. A post intervention stenosis of 0% was reported in the proximal and mid rca. The patient was reported to have tolerated the procedure without complications.